Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the system uninterruptible power supply (ups) was malfunctioning, directly causing the reported reboots. The ups was replaced and the issue was resolved. The ups was then discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system unexpectedly rebooted itself. This reportedly occurred immediately following the acquisition of the pre-operative 3d image. The procedure was then completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
A medtronic representative discussed this issue with the site and was informed this issue might have occurred previously on (B)(6) 2016. The medtronic representative followed up for additional details regarding this previous event but was unable to confirm the previous occurrence or gather any additional details. No further relevant issues reported.